Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced the e-100 to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report an issue with a vessel sealer on the universal surgical manipulator (usm)3. The caller stated that the instrument was not working even after trying 2 different vessel sealer extend (vse) instruments. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs but could not see any relevant errors. The caller stated that they had a message indicating that the e100 was not powered on. The caller stated that the e100 was on, and they tried to restart without any success. The isi tse asked him to reinstall the vse instrument on arm 3 and plug it into the e100 port, the bipolar port led stayed off like the instrument was not connected. The isi tse will check the configuration to see if e100 was enabled. The procedure was completed as planned with no reported injury.isi followed up with the initial reporter and obtained the following additional information: the customer used another vision side cart (vsc) tower to complete the procedure. The isi field service engineer (fse) tried the e100 with a vse that was available when he visited the site, and it worked fine. The e100 was changed for customer satisfaction.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found to work fine with the vessel sealer extend (vse) instrument on the in-house system. The vse instrument was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times without any issue. The e-100 generator was power cycled ten times without any error or issue. The complaint was not confirmed based on failure analysis.